Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 user noticed silicone sheath did not fully cover jaws. Device was replaced.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage was observed. There was no blood detected. A visual inspection determined that the silicone insulation was peeled away from the hot jaw support. Further observation revealed the heater wire was flexed away at the tip and center of the hot jaw, while remaining attached at the base. Based on the returned condition of the device the reported failure "peeled jaw", and the analyzed failure "bent wire" are confirmed. Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 user noticed silicone sheath did not fully cover jaws. Device was replaced.